Manufacturer narrative:
The investigation of the returned printed circuit boards (pcb) has been completed. The returned pcbs was the expiratory channel pcb, main back-plane pcb, pneumatic back-plane pcb and both pressure transducer pcbs. Visual inspection showed that they had been exposed for moisture/liquid, which caused them to corrode. A log evaluation showed that several technical error alarms had been generated. The error codes indicated communication problems, corrupt eeprom and safety valve issues. This can be expected when the pcbs are incorrectly exposed to moisture/liquid. The field service engineer reported that the moisture came from a humidifier. The user manual states that the ventilator shall operate in non-condensing conditions, were relative humidity is within 15% to 95%. Liquid/moisture on the pcbs can cause a failure/short circuit, which may lead to stop of ventilation. Alarms will be generated. The root cause for the reported issue is moisture, which came from a humidifier. The log evaluation shows that the technical error code first occurred on (B)(6) 2017, date of event is updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that our field service engineer (fse) was dispatched to a hospital facility in order to troubleshoot a ventilator system. The issue was related to moisture in the ventilator. There was no patient involvement. (B)(4).